Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced urinary disorders after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: at the beginning of 2017. Description of the event: urinary disorders following a treated urinary infection. No sui but micturition urgency with urinary leaks if the patient doesn't go to urinate. Treatment: no treatment. Status of the event: on going during the last visit to the site on (B)(6) 2017 (device still implanted). Additional information received, stated urinary disorder is on going during the last visit of the patient to the site on (B)(6) 2017 (device still implanted).

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of urinary infection, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.